Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized and experienced a high blood glucose level of 400 mg/dl. The time of the customer's hospitalization and the reason for it was not reported. It was also reported that the customer's insulin pump had an open circle on the display screen. The product was not returned. Nothing further to report.